Manufacturer narrative:
H2) device evaluation: h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the patient stated that they nearly "passed away" after both defective pumps malfunctioned. Both pumps will stop infusing in a few hours, with "no disposable alarm" sounding. To date no specific details have been provided about adverse effects experienced by the patient.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: initial reporter facility name; (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.